Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jan-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient indicated his device was nonfunctioning, and that his leads were fractured. The caller reports this happened about 4-5 years ago. The caller was told to redirect the patient to their managing healthcare provider (hcp) to address the issue.